Event description:
Reporter alleged obtaining a result of 195 mg/dl on compact plus system 1 compared back to back with a result of 100 mg/dl on compact plus system 2 when testing was performed within 10 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 140 mg/dl, 211 mg/dl, and 111 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.